Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that I they recently felt they needed to make an adjustment but they can't seem to get the programmer to connect to the implant. Pt tried to connect with and without the antenna attached but continued to see poor communication. Pt's husband confirmed they started to see this message about a month ago. Pt also confirmed that they felt their symptoms have returned and their therapy dropped down-urinary and that at times it was pinching or too tight and they would readjust therapy the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the patient contacted their healthcare provider (hcp) about this issue. The cause of the issue was determined to be the battery not working. The patient's hcp removed the old battery and replaced it with a new one.